Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. No other details have been provided. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards learned through the implant patient registry that a 31mm 6900ptfx mitral valve was explanted after an implant duration of four (4) years, two (2) months due to unknown reasons. The explanted mitral valve was replaced with another 31mm 6900ptfx valve. Per idc, the patient was noted to be in recovery.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors as the onset of infection was over 60 days from device implantation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned through the implant patient registry that a 31mm 6900ptfx mitral valve was explanted after an implant duration of four (4) years, two (2) months due to mitral prosthetic valve endocarditis leading to severe mitral stenosis. The explanted mitral valve was replaced with another 31mm 6900ptfx valve. Per received medical records, the patient presented with fever, found to have staph agalactiae bacteremia c/b gib, acute renal failure and severe right heart dysfunction. Echo showed endocarditis and tee revealed a large mobile mitral valve vegetations on the prosthetic mitral valve. The patient underwent a redo mvr with patch reconstruction, closure of lv-ra fistula (gerbodes defect) and epicardial pacing lead placed. Tee revealed good valvular function for the valve with no asd or atrial shunt. The patient was transferred to the cardiac surgery ICU.